Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a data synchronization feature transmission was received into the patient management system and displayed a longevity estimate of 2 years however the portable document format (pdf) report and the programmer showed an estimate of 9 years. The remote monitoring network data also stated 9 years longevity. Troubleshooting steps were advised to no avail. The programmer remains in use. No patient complications have been reported as a result of this event.